Event description:
Info rec'd indicates the upper pivot point of the right head siderail was broken, causing the siderail to pivot perpendicular to the sleep surface.

Manufacturer narrative:
The technician replaced the siderail to repair the bed.